Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: v amf4646c200tu, serial/lot #: (B)(4), ubd: 15-aug-2020, UDI#: (B)(4); product ID: vamc4646c150tu, serial/lot #: (B)(4), ubd: 15-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 80mm diameter thoracic aortic aneurysm. It was reported that during the index procedure (post successful delivery of the stent grafts) when the sheath was being removed the iliac artery ruptured. An open procedure was performed to repair the ruptured iliac artery. Per the physician, the cause of the event was due to patient anatomy; small iliac access. No additional clinical sequelae were reported and the patient is fine.